Event description:
It was reported that the patient hit the head and since this time, in situ measurements show multiple electrode channels in status high. Previous measurements were indicative of a functional device.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report with the reported accident appear to match the damage found. This is a final report.

Event description:
It was reported that the patient hit her head and since this time, in-situ measurements show multiple electrode channels in status high. Previous measurements were indicative of a functional device.